Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Per tandem user guide: never fill your tubing while your infusion set is connected to your body. Doing so can result in unintended delivery of insulin, which can result in serious injury or death. H3 other text : device not returned.

Event description:
It was reported that a minimum fill notification occurred after the user filled the cartridge with 150 units of insulin during the load sequence with multiple cartridges. Reportedly, customer loaded new cartridge with insulin while connected to the site. A new cartridge was loaded to resolve the issue. Customer¿s blood glucose level was 62 mg/dl.